Manufacturer narrative:
(B)(4)

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #3, it was verified its nonosseointegration. A 60 ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type iii.